Manufacturer narrative:
Age at time of event: 18 years or older. Device is a combination product.

Event description:
It was reported that stent dislodgment occurred. Vascular access was obtained via the right radial artery. The 90% stenosed, 17mmx3mm, concentric, de novo target lesion was located in the severely tortuous and moderately calcified proximal left anterior descending (lad) artery with >90 degrees bend. After a 7f guide was engaged and a non-bsc wire was placed, predilatation was performed using a 2.x12mm maverick balloon resulting in 45% residual stenosis. While advancing a 3.00x20mm synergy drug-eluting stent significant resistance was encountered and when the physician was about to expand the stent, the stent was dislodged from the balloon. The guide wire was then re-positioned near the dislodged stent and another stent was then used to crush the dislodged stent in the vessel wall. Post-dilatation was performed and the procedure was completed. There were no patient complications reported and the patient's status was stable.